Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no steps were required to be taken to resolve the slightly shifted ins and it had been resolved. No further complications were reported/expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spin al pain. It was reported that they had been trying for a few days but the ins was not taking a charge. The patient stated some of the coupling boxes were black but sometimes they were not filled at all. The patient stated they had coupling problems before and a healthcare professional (hcp) told them the device had shifted slightly. The patient reported sudden symptoms of pain and loss of stimulation. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the implant had shifted, so it was hard to get it exactly in place. It had happened a couple years prior. No further complications were reported or anticipated.